Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Comment from the physician that there is no relationship between the hemostasis treatment due to bleeding at the time of examination and this defect. No change in reportability. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during a bronchoscopy, the adhesive on the distal side of the bending section fell into the patient's bronchus. The device fragment that fell into the patient was about 4 mm. The bronchoscope was inserted and removed several times to remove the device fragments. The device pieces were retrieved from the patient and there was a small amount of bleeding at that time. Hemostasis treatment was performed and the intended procedure was completed. A request for additional information is in progress.

Event description:
Additional information received from the customer: it is unknown how the device fragments were retrieved and unknown if there was a procedural delay. The intended procedure was a bronchial endoscopy and the bleeding was treated by spraying a hemostatic agent. It is unknown how the patient is doing today.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h4, h6, h10. The olympus service center evaluated the device and identified the following: the suggested event ¿glue approximately 4 mm in a circular pattern of a-rubber close to the distal end fell off in patient¿s bronchus¿ was confirmed for the actual item. Glue of a-rubber close to the distal end detached in a circular pattern over the entire perimeter of a-rubber and thread was exposed. Chipping and a scratch were confirmed on the detached glue of a-rubber. Though the specific cause of the event is unclear, detachment of glue resulted from combinational factors of chemical damage such as chemical solutions and physical damage such as contact from the outside may lead to the suggested event. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to detachment of glue resulted from combinational factors of chemical damage such as chemical solutions and physical damage such as contact from the outside may lead to the suggested event olympus suggests the user to inspect prior to use and on a regular basis continuously. ·to make sure, please check if the dilution conditions of chemical solutions used in the facility were compliant with the dilution conditions that the manufacturers recommended. In addition, considering chipping and a scratch at glue of a-rubber, we suggest the user to review the operation manual [warnings and cautions] and [chapter 3 preparation and inspection / 3.3 inspection of the endoscope], and check the handling situation at the facility. ·the actual item is sent to the repair center due to detachment of glue of a-rubber. Olympus will continue to monitor field performance for this device.